Manufacturer narrative:
Method: device not returned because there was no device malfunction or problem. Per the device labeling (B)(4). Non-union is listed as a possible complication associated with a spinal surgical procedure.

Event description:
During a planned removal of a lumbar spinal fusion construct following fusion, the surgeon discovered that the pt had not fused at one of two levels. The original construct was implanted on (B)(6) 2010. The surgeon re-instrumented at the single level that presented without fusion with additional allograft. There was no device problem associated with the event.